Event description:
Procedure: lobectomy. According to the reporter: malformed stapling occurred. Additional manual suturing was done. Oozing was reported as under 200cc. O.r. Time was extended by more than 30 minutes.